Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling multiple cartridges. The user changed the needle and was able to successfully fill the cartridge. There was no impact to the user's blood glucose level.